Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes; mni, mnh, kwp and kwq. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; two broken rods (left 74mm and right 48mm from the caudal end) were received. Based on the results of the macroscopic investigation and examination the crack initiation of the right rod was promoted by a mechanical damage of a bending tool and the crack initiation of the left rod was promoted by a mechanical damage caused by a pedicle screw. Because of the topography of the fracture surface, the implants were subjected to low or moderate dynamic bending loads (one sided). Constant alternating loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the two rods. The mechanically damaged implants could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: initially reported as (B)(4) 2013; should be (B)(4) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that both implanted rods had snapped in situ. The patients screws and rods were originally implanted on an unknown date in (B)(6) 2013. The first rod snapped on an unknown date in (B)(6) 2014 and then the second snapped on an unknown date in either late may or early june. The patient was experiencing pain and required a necessary revision surgery. On (B)(6), the surgeon removed all previous metal. The majority of the screws were upsized and the patient was implanted new precurved universal reduction screw (urs) rods within the screw heads. Then, parallel to these rods. The surgeon also attached two more rods via transconnectors (3 on each side). For final stability, an additional two transconnectors were attached to the central rods. The surgeon removed the existing rods and screws and implanted new screws and made a four rod construct using eight transconnectors. On (B)(6) 2014, it was reported that the surgeon stated that the patient had left hospital and was not experiencing the pain that was present prior to surgery and that the post-op x-rays also look great. Per a medical review it was also reported that the two x-rays demonstrate breakage at both rods in the second photo. It is difficult to tell with certainty in the first photo because of the different angle, although there is suggestion of a broken rod adjacent to the second most caudal screw toward the top of the image (rod with only four screws). This report is for 1 of 2 complaint (B)(4).